Event description:
It was reported to philips that the device failed to deliver a shock during operational testing. It was noted by the customer that following the initial failure, all subsequent tests had passed. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.